Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2013. Multiple manual power-ups also occurred during this time. Investigation confirmed the device software was upgraded to software version 3.2.0 using the heartsine samaritan pad universal upgrader. The multiple manual power-ups would indicate the device was switching itself on automatically. This would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned in that the software failed to upgrade.